Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 450 mg/dl, with thirst, frequent urination, and headache. Patient received no unusual treatment and had no other medical conditions that would have contributed to the bg excursion. During troubleshooting, customer support found that the pump was not delivering basal rate as programmed: basal history does not match active basal program. Cs advised patient to discontinue pump use. Thie complaint is being reported because the pump was not delivering basal rate as programmed and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: no defect found. Unable to duplicate the complaint. The last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occurred during 24hr duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.